Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the peeled adhesive was confirmed. However, a definitive root cause could not be established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope had leakage from the insertion section. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the adhesive on the objective lens was peeling which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the device evaluation it was observed the adhesive on the objective lens was peeling due to chemical or physical stress. It was also observed that the right-left lever had a crack due to a handling problem. It was observed that the adhesive on the bending section rubber had a chip due to chemical or physical stress. It was also observed that the video connector was damaged due to a handling problem. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was also observed that switch one had discoloration due to chemical stress. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: bending section cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.